Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data and stated the artifact looks like the minute ventilation (mv) interaction. The caller programmed mv off and the artifact went away. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, intermittent very regular noise which is not being sensed was observed on the atrial channel. P-wave measurements are normal and impedance is 1300 ohms. No adverse patient effects were reported.